Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental will be sent with the evaluation results, as well as the device history record review results when completed.

Event description:
It was reported that during use of this swan-ganz bipolar pacing catheter, it would not capture or pace. It was repositioned multiple times but still would not capture or pace. There was no patient injury.

Manufacturer narrative:
One d97130f5 pacing catheter with monoject limited volume syringe was returned for evaluation. The customers report of pacing issue was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. An x-ray photo showed a broken leadwire near the proximal electrode. A cut down on the catheter body found the proximal lead wire was broken at approximately 1.7cm proximal of the distal tip. Insulation was not present on the lead wire at the location of damage. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. There was no visible damage or inconsistency observed from the catheter. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was assigned to the manufacturing site for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.